Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that there is discoloration on the needle. The returned syringe was examined and exhibited dark material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely adhesive mixed with silicone. Unable to perform DHR check for foreign matter on cannula due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 10dec2019, holdrege receive a complaint, via pictures, from material (B)(4). The batch number is unknown. Visual inspection of the pictures showed a darkened area on the cannula. Ftir analysis determined that it was most likely adhesive mixed with silicone. Process summary: racks loaded with hubs travel down a conveyor towards the cannulator turning horizontally in order to receive cannula. The cannula is pulled out slightly, adhesive is applied, and the cannula is returned to its proper location in the hub. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under one infrared radiation lamp, which causes the adhesive to cure. Thee racks then travels through pin, which looks for adhesive (over, excessive and insufficient). The racks run through the cascade for cannula lube application and then through the lumen blow to remove any clogs. Then the racks go to the shielder with the use of linear motion. The rack locator positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. It is not possible to review the quality notifications or maintenance dispatches for this product as the batch number is unknown. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that foreign matter occurred before use with a syringe 0.5ml 31ga 8mm tw 10bag 500 twn. The following information was provided by the initial reporter, "discoloration on needle. Dermatologist complains about black discoloration on cannula surface".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a syringe 0.5ml 31ga 8mm tw 10bag 500 twn. The following information was provided by the initial reporter, "discoloration on needle. Dermatologist complains about black discoloration on cannula surface."